Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the bed.

Event description:
Information received indicates the casters continue to swivel in brake mode.